Event description:
The pt contacted lifescan and reported that their one touch ultra meter was reading inaccurately high. Medical affairs specialist called and spoke iwth the pt, who provided additional information. In 2005, the pt woke up in the morning and was feeling "tired, weak, confused, and out of it". Pt tested on their meter and received a result of 224 mg/dl. Pt retested about 40 minutes later and received a result of 229 mg/dl. Pt normally takes a set amount of oral medication (metformin-1pill) in the morning and 1 pill in the evening. However, since pt was experiencing low symptoms, pt did not take their morning pill because pt "thought that something was wrong". Pt waited for two hours to see if pt felt any better, but did not retest again. Pt also denied eating or drinking anything during that time. A family member drove pt to the hosp, where the hosp meter result was 11 mg/dl. Pt was tested again right away and the hosp meter result was 11 mg/dl again. A lab sample was drawn, but pt was not provided with the result. Pt was placed on IV glucose and kept at the hosp for about 6 hours. Their oral medication regimen was not changed post release from the hosp. When inquired about the right prior to the event, the pt had received a "normal" result on 7/11/05 in the evening and had taken their evening pill after the test. Pt was feeling "just fine " and had a usual supper prior to going to bed. During troubleshooting with the customer care representative, it was verified that the meter was in the correct unit of measurement and that it was coded correctly. Pt test strips were in good condition and within the expiration dates. However, it was discovered that use of error was involved since pt was not cleaning the puncture area correctly. Their control solution had expired and therefore, a quality check could not be performed. Based on the information provided, there is no indication that the product has malfunctioned. However, there is use error involved (incorrectly cleaning the puncture area prior to testing). Although the pt did not base any medication or treatment on their meter result, and had experienced symptoms prior to testing on the meter that morning, the use error may have contributed to the inaccurate high results, which in turn, delayed treatment since pt waited two hours before pt went to bed.